Event description:
It was reported that the programmer would not power up. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer does not power up; power supply found out of electrical specification. Programmer exhibited a f drive boot up error. Programmer also exhibited a hard boot up error when attempting to load software. Printed circuit board subassemblies found out of electrical specification, cause unknown. Left antenna assembly found out of electrical specification.